Event description:
It was reported that a vented paclitaxel set leaked at the connector site before the clearlink during use. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional leak testing found the reported leak at the junction of the tubing and the y-connector. The cause was determined to be a lack of solvent bonding during the manufacturing process. A CAPA was opened to further investigate this issue. A training was conducted to ensure awareness of the involved personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.